Event description:
The handpiece is a sales rep sample. The sales rep sent to the affiliate service call center the handpiece to check it. The test showed that the handpiece had loose mount (it failed point 3 of ii step of procedure sb 04-017). The device is available for evaluation and it will be returned as soon as we receive your tracking number. No patient consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.